Manufacturer narrative:
The fsr installed new batteries. The unit operated to the manufacturer's specifications. No parts will be returned as the batteries were recycled. Per data log analysis, the system was powered off from 22-sep-2018 to (B)(6) 2018 for over three months. The battery capacity was 0/16 due to the power off time. This would result with a low tnac value as reported. Since the batteries were not maintained, replacing the batteries was the appropriate action. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During installation of the device, it was reported that the system was powered on and the total nominal available capacity (tnac) was less than 1.0000 ampere hours (ah). There was no patient involvement.